Event description:
The reporter stated there was a needle mechanism failure after the pod was filled with insulin. It was reported that the device did not deploy the needle. There was no impact to blood glucose levels and no medical assistance required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device had the cannula assembly undeployed. Downloaded data shows the pod was deactivated after running 47 pulses, 47 of which were first prime pulses. It shows that the cannula assembly is in the appropriate state for this situation - undeployed, because the device did not complete the second priming sequence. The downloaded data did not show any timeouts or drive stalls during the run. Manual rotation of the ratchet gear deployed the needle mechanism as intended. No deficiencies were found that would prevent the activation of this device.